Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the flex arm has poor movement/ not moving well. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the therapy involved was micro endoscopic discectomy. There was no patient involvement reported.

Manufacturer narrative:
B3: event date unknown h3: product analysis #(B)(4), product ID#9560524, lot#my14a001. During the incoming inspection, it was observed that the handle was adhered, the bearing was damaged, the joint was worn, and the holder was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.